Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected reported, a problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements are partly available. Upon functional testing fse confirmed that luc2 board was defective. The fse replaced luc 2 v4 board and did the related adjustment. After replacement of luc 2 v4 board, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to c-arm movement problem and the system outside of clinical use. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry was partly available as the c-arm movement was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the luc 2 board which returned the device to use in good working order.